Manufacturer narrative:
We have reviewed the retention samples, injection molding records, assembly records, and mold maintenance records, and found no abnormalities. After on-site investigation, we found that a small number of products with incomplete injection molding were not completely isolated by new employees, resulting in flow into the client. Further training for new employees and training for inspectors.

Event description:
Incomplete injection molding at the conical fitting.